Event description:
The customer reported intermittent control panel error messages. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and put back into service.